Event description:
It was reported that black dots were found on surface of 32 separate bd plastipak¿ syringes with the luer-lok¿ tip before use during a goods inspection. The following information was provided by the initial reporter, translated from german to english: "we detected a deviation during the incoming goods inspection. Part of our incoming goods inspection had black dots on the unlabeled surface."

Manufacturer narrative:
H.6. Investigation: two photos and ten 3ml syringes in fully sealed blister packs from batch 9099554 (p/n 309658) were received and evaluated. No visual defects were observed. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black dots were found on surface of 32 separate bd plastipak¿ syringes with the luer-lok¿ tip before use during a goods inspection. The following information was provided by the initial reporter, translated from german to english: "we detected a deviation during the incoming goods inspection. Part of our incoming goods inspection had black dots on the unlabeled surface."